Event description:
Pt was bagged and suctioned with hfjv in standby. Pt bagged with ino vent. Pt put back on hfjv and ino vent read delivery failure. Troubleshooting with ino vent did not resolve problem. Switched out ino vent with a new one. Pt remained stable throughout the incident.